Manufacturer narrative:
Investigation results: bd was not able to confirm the customer's indicated failure mode because no samples or pictures were received to perform investigation. There is not enough information to perform a correct investigation. It was not possible to determine a possible root cause to our manufacturing process in the absence of a sample. A physical sample is required to evaluate whether there is damage through the cannula that would interrupt correct activation, if the cannula is bumped, or if any other component of the device has any damage present that could cause this failure mode. The manufacturing records for this batch have been reviewed and nothing extraordinary occurred during the manufacturing process related to this failure mode. Internal quality records have been consulted for tracking and trending purposes but issues like this are not detected which means low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.

Event description:
No additional information.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in global - needle retraction failure' verbatim: unable to retract the needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.